Event description:
Patient's mother reported curlin pump at home displaying system time out error on screen and will not work. Advised pump will need to be replaced for maintenance. Mom confirmed hhrn has gravity supplies on hand for administration, no missed dose occurred. No adverse effects experienced by the patient due to the faulty pump as it was discovered before the infusion had started. Mom confirmed faulty pump can be returned to (B)(6). Replacement pump, manual, and return box entered on profile and caller transfer to psr team to set up replacement order. No further information to provide at this time.